Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook endoscopy 4 shooter saeed multi-band ligator to band esophageal varices. During the procedure, the ligator device fired two bands at one time. The user commented that the bands appeared to be stuck together. This same ligator device was used to finish the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory eval of the used product said to be involved could not confirm the report as it was described. The only components included in the return are the ligator handle, trigger cord and ligator barrel. Therefore, a full functional evaluation related to band deployment of this product could not be performed. The handle remained in the firing position and functioned properly. A visual examination of the trigger cord was conducted and no discrepancies or anomalies were observed. A discrepancy or anomaly that could have contributed to the reported premature band deployment was not observed during our laboratory analysis of the returned ligator components. Two unused devices from the lot number said to be involved were included in the return. During our laboratory analysis, the ligator devices were subject to a visual inspection and functional test. The ligators were loaded onto an endoscope that is in a curved position to simulate worst-case scenario. The ligator bands deployed appropriately. The unused ligators functioned properly and a discrepancy or anomaly that could have contributed to the report was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete functional eval and the unused product functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process, loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the report of premature band deployment has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. No further action is warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.